Event description:
Instrumentation failure (broken left s1 screw). Patient previously underwent a right-sided laminotomy, foraminotomy with interbody fusion and posterior l5-s1 instrumentation. He did well initially, but then had recurrent pain radiating down his right lower extremity primarily. He has had persistent problems. Imaging has shown evidence of pseudoarthrosis with breakage of the left s1 pedicle screw.what was the original intended procedure?l5-s1 interbody fusion and posterior instrumentation.device #1is this a laboratory device or laboratory test?no.